Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to utilize mdi as a backup therapy and to place the malfunctioning pump into storage mode before returning it to tandem. Technical support processed the replacement of the pump, confirmed the shipping address, and sent a pump with updated software, ensuring the customer was informed about the steps to take upon its arrival.